Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure a farawave catheter was used off-labeled to perform ablation on the lateral mitral isthmus. Nitroglycerin was given to the patient as a preventive measure. Blood pressure was pretreated and 0.4 mg of nitroglycerin were given to the patient before ablation, then, it was observed that a st segment elevation occurred during ablation. The ablation was continued and 0.4 mg of nitroglycerin were given again to the patient. No further st elevations were observed and the procedure was completed successfully. The patient had successfully recovered from the event.